Event description:
It was reported when using the bd preset¿ arterial blood collection syringe blood leakage was found at the needle head of blood collection. The following information was provided by the initial reporter. The customer stated: ¿during blood drawing, blood leakage was found at the needle head of blood collection needle, so the needle was immediately removed and re-punctured.

Manufacturer narrative:
Investigation summary: "material #: 364314, lot/batch #: 0175903. Bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."